Event description:
The reporter states that she tested the 5-year-old customer and obtained the blood glucose comparison of 500mg/dl and 26mg/dl on the accu-chek aviva system. The results were obtained within a 10-minutes timeframe. She states that she gave the customer extra insulin based on some of the customer's results. She was not specific which results she treated. The customer did not receive medical intervention. New system sent and return requested.